Event description:
The facility reported the tubing leaked from a slice in the tubing 2 inches above the middle access port. The clinician found the leak at an unk time frame into the 4 hour infusion of rituxan. No report of pt or user injury. The leak was cleaned up per hosp protocol. The involved lot number was unk and the sample was discarded. The pt's demographics and diagnosis was not provided.